Event description:
It was reported that the pacing impedance of the right ventricular (rv) lead in this pacemaker system was high. The values were around 1058 and 953 ohms, which were within normal limits. Technical services (ts) analyzed device data and found a stored signal artifact monitor (sam) episode due to oversensing of noise on the rv channel as well as high pacing thresholds. No adverse patient effects were reported. Currently, this pacemaker system remains in service.